Event description:
The father of a (B)(6) male pt called zoll customer support to report that the pt was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the white pulse wire was open in the trunk cable, causing the reported check therapy electrode alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.